Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the renal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 4 atmospheres for 3 seconds, contrast media leakage was noted and the balloon ruptured. The device was completely removed by simply pulling out from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the renal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 4 atmospheres for 3 seconds, contrast media leakage was noted and the balloon ruptured. The device was completely removed by simply pulling out from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported. Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. There is a 16mm longitudinal tear with a small circumferential burst staring 2mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.